Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: trial lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient undergoing a basic evaluation trial. It was reported that the device was not working due to one of the leads coming out. The patient increased stimulation on the right side and set it at 3.1. It was noted that the left side never worked. No symptoms were reported. No further complications were reported/anticipated.